Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during patient use, their device cycled power on it's own and the device booted up differently. There was no adverse effect to the patient reported.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that during patient use, their device cycled power on it's own and the device booted up differently. There was no adverse effect to the patient reported.